Manufacturer narrative:
Additional information: h3, h6 and h10. H10: the actual device was not available; however, two photographs of the sample were provided for evaluation. The visual inspection of the provided pictures showed the lid was cracked. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information b5 and b6. B5: upon follow up it was reported that 13 days after event onset, pd therapy was discontinued and the patient was transferred to hemodialysis. Fifteen days after event onset, antibiotic treatment was discontinued and the patient was recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at the end of peritoneal dialysis (pd) therapy with a minicap prep set, the patient observed a cracked minicap. It was further reported that while the patient was placing the minicap, it was observed the patient¿s clothes were stained from an iodine leak. Two days later, the patient presented to the pd unit with abdominal pain and changes in the peritoneal fluid. Subsequently, the patient was diagnosed with peritonitis. The cause of the crack was not reported. It was not reported if the patient was hospitalized for the event. The same day as diagnosis, the patient began treatment with intraperitoneal (ip) cephalothin (1 gram, ongoing) and ip amikacin (100mg, ongoing) for the event. At the time of this report, the patient was recovering from the peritonitis event and pd therapy was ongoing. No additional information is available.